Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 50 mg/dl; cause was not known. The customer could recall the specific date other than it being (B)(6) 2025. The customer was treated with potassium. The customer was discharged from the hospital 3 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.